Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed that the insulation and conductor coil were found squeezed and damaged 21 cm distal to the is-1 connector pin, which is assumed to be the root cause of the observed electrical issues. The damages most likely resulted from a tight suture sleeve. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to a rise in threshold and drop in sensing. No adverse patient events were reported. Should additional information be received, this file will be updated.